Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter. No section of the sphincterotome device is missing. During the functional testing of the product, the sphincterotome was bowed and the cutting wire (although at the distal end) did respond to handle manipulation. The device history record for the lot number said to be involved was reviewed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A separated and/or broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees as this may damage the sphincterotome. Cutting wire separation and/or breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advice the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire separation and/or breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire separation and/or breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire separation and/or breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk management. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment as post market feedback continues to become available.

Event description:
On 03/22/2012, the following info was provided to cook: during an endoscopy procedure, a cook infusion omni-tome pre-loaded sphincterotome was used. The cutting wire of the sphincterotome broke near the distal extremity. No section of the device detached inside the pt. The physician removed the device and stopped the procedure for a few minutes because they needed to take another device. This info did not reasonably suggest a reportable event had occurred. On 05/18/2012, the device was returned for eval. We confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. This type of occurrence has been established as a reportable event. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.